Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, loss of pacing was observed on the left ventricular (lv) lead. X-ray imaging revealed the lv lead was dislodged. The lv lead was revised to resolve the event with no patient consequences.